Manufacturer narrative:
Catalog# 905103 lot# 04231505. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the peek portion of the tube is cut near the distal tip. Due to this cut, the device cannot hold pressure while attempting to expand the implant. Conclusion: the root cause of the tubing set leakage is likely due to the cut on the distal end of the tube and is user related.

Event description:
It was reported that the surgeon inserted the tl cage, turned the cage, checked the positioning, and then tried to expand. The cage would not expand and saline was leaking from the syringe. The surgeon removed the cage that was still attached to the inserter and tried to expand the cage outside of the patient's body. The cage still would not expand. He noticed that saline was also leaking out of the cage. He got a new cage and new tubing set, replaced both the red and green o-rings, and confirmed before inserting the cage that the new cage would expand outside the patient body. The cage expanded and he was able to complete the surgery. Surgery delayed by about 30 minutes.

Event description:
It was reported that the surgeon inserted the acculif tl cage, turned the cage, checked the positioning, and then tried to expand. The cage would not expand and saline was leaking from the syringe. The surgeon removed the cage that was still attached to the inserter and tried to expand the cage outside of the patient's body. The cage still would not expand. He noticed that saline was also leaking out of the cage. He got a new cage and new tubing set, replaced both the red and green o-rings, and confirmed before inserting the cage that the new cage would expand outside the patient body. The cage expanded and he was able to complete the surgery. Surgery delayed by about 30 minutes.